Event description:
It was reported the insulin pump alarmed motor error and motor position encoder error. Customer was assisted in rewinding the device and programming it. Alarm had occurred three times. Customer was unable to perform self test. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing unable to confirm motor position encoder error alarm due to erased history file. The device was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.